Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Unable to complete testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 403 mg/dl. The customer was treated for high blood glucose with injection. The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 403 mg/dl. The customer stated the pump was bumped and shut in the door. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.